Event description:
On (B) (6) 2010, the patient's wife reported an e4 (occlusion) error was displayed on the infusion device when the patient attempted to bolus 5.5 units of insulin. His blood glucose was elevated to 243 mg/dl. The wife was instructed to disconnect the patient from the infusion site and she was able to perform a prime without error. The patient reconnected to the infusion site and bolused the remainder of the insulin. The patient's infusion site and tubing were changed the previous night. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.